Event description:
The straight medium saber attachment overheated while being tested by the manufacturer's service tech. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the bearings 1 through 5 had dry, broken lubrication affecting the rotation properties of the device.